Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product cracked and leaked from the hub. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 12/23/2024. H3 and h6. Codes: updated. Device evaluation: received for investigation five unopened packages of edge needle-pro devices product 402510 lot number 4326213. The product received was leak tested and all needles passed with no leakage observed. The customer complaint could not be confirmed. The syringe used with the hypodermic needle was not returned. It is not clear what type of device was used by the clinician. The needle-pro is a supplied item, and the machine assembly process does not include any factors or conditions specific to the needle-pro component. Therefore, no further actions will be taken at this time. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.